Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient status post construct implantation, date unknown, levels unknown, was discovered to have two loose screws at l1, l5. Patient was returned to operating room for revision on (B)(6) 2012, hardware was removed and patient was revised to extension to s1. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.